Event description:
It was reported that a malfunction occurred on the pump, identified with a fault ID. There was no adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump by technical support, and the malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was also instructed to report back if the issue reappeared.